Manufacturer narrative:
Philips has investigated this complaint. There are two generations of wireless footswitches being used in the field. The newest generation wireless footswitch has a software bug which causes loss of connection and a medical device correction (2021-igt-bst-020) is initiated. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown what caused the loss of connection. Currently, there are no wireless footswitches or base stations available for replacement. The customer has the wired footswitch available as back up. Updated codes based on investigation.

Event description:
It has been reported to philips that there is a wireless footswitch connection issue and the wifi indicator was red. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.